Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The target lesion was a de novo, 3.5x54mm lesion of the first obtuse marginal (om1) with 99% stenosis, mild calcification and mild tortuosity. The lesion was treated with predilation and placement of three drug eluting stents: a 2.75x18mm promus stent, a 2.75x16mm taxus liberte, and a 2.75x20mm taxus liberte. The stents were not overlapping. A 2.75x18mm promus stent was deployed at 12atm and post dilated at 12atm. A 2.75x16 taxus liberte stent was deployed at 16atm. Following deployment, a grade c dissection was noted. Post dilation was performed using the stent delivery system balloon at 12atm. Then a 2.75x20mm taxus liberte stent was deployed at 16atm and post dilated at 12 atm. Post procedure stenosis was reported to be 30%. The pt was discharged two days post procedure on asa and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.